Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the svc has a slow steady increase in impedance.

Manufacturer narrative:
Concomitant medical products: d224drg ICD, implanted: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered an alert for high impedance out of range in the superior vena cava (svc) coil. The alert window was adjusted with the lead remaining in use. No patient complications have been reported as a result of this event.